Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had an internal helium leak. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse could not reproduce helium alarm. No problem found. Completed full pm. Completed maintenance successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d8.